Manufacturer narrative:
Mandatory user facility medwatch was rec'd on (B)(4) 2011. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been rec'd. The history was downloaded at the user facility. A review of the pump history showed on (B)(6) 2010 at 0203, line a was programmed in the dose calculation mode, to deliver norepinephrine, 8mg/250ml, with a dose of 14 mcg/min, at a rate of 26.3ml, with a vtbi (volume to be infused) of 10ml, for a duration of 22 minutes, an the delivery was started. At 0204, line b was programmed, in the dose calculation mode, for concurrent delivery of deliver vasopressin 20 units/100ml, with a dose of 0.040units/min, at a rate of 12ml/hr, with a vtbi of 80ml, for a duration of 6 hours 40 minutes, and the delivery was started. The history indicates the norepinephrine delivery rate on line a was titrated multiple times after the initiation of therapy. The vasopressin therapy was maintained at a rate of 12 ml/hr as a concurrent delivery. On (B)(6) 2011 at 0255, line b alarmed for vtbi complete. At this time, line b was reprogrammed to deliver a vtbi of 95ml and delivery was started. At 0416, line a alarmed for vtbi complete. At this time, line b was reprogrammed to deliver a vtbi of 95 ml and delivery was started. At 0416, line a alarmed for vtbi complete. At this time, line a was programmed to deliver the norepinephrine with a dose of 7mcg/min, at a rate of 13.1ml/hr, and a vtbi of 10ml, and delivery was started. At 0429, the device alarmed n250 (door open while pumping). The alarm was silenced. At 0431, the device was turned off. At 0433, the device was turned on and the settings on lines a and b were cleared. At 0438, line a was programmed in the dose calculation mode, to deliver norepinephrine, 8mg/250ml, with a dose of 7mcg/min, at a rate of 13.1ml/hr, with a vtbi of 10ml and a duration of 45 minutes. At 0439, line b was programmed to deliver vasopressin 20u/100ml, in the piggyback mode instead of the intended concurrent mode, with a dose of 0.040units/min, at a rate of 12ml/hr, with a vtbi of 95ml, for a duration of 7 hours 55 minutes, and delivery was started. At 0453, the device alarmed n101(no action alarm). At 0454, the delivery on line a was stopped with a volume infused (vi) of 0.2ml and line b was stopped with a vi of 2.9ml. Within the same minute, the delivery on line b was restarted in the piggyback mode. At 0555, line a was reprogrammed to deliver with a dose of 8mcg/min and a rate of 15ml/hr with a vtbi of 9.9ml for a duration of 39 minutes, and delivery was started. At 0556, the volume on line a was cleared with a vi of 0.2ml, and the volume on line b was cleared with a vi of 15.4ml. At 0557, the programming on lines a and b was cancelled. Within the same minute, line a and line b were reprogrammed with the previously programmed settings and delivery on line b was restarted in the piggyback mode. At 0558, line a was stopped a vi of 0 ml and line b was stopped with a vi of 0.3ml. The deliveries were started and stopped and the device was turned off. At 0559, line a was programmed with the same settings and line b was programmed in the piggyback mode with the same settings and delivery was started and then stopped. At 0600, delivery on line b was restarted in the piggyback mode with the same settings. Within the same minute, the deliveries on lines a and b were stopped. Line b was then reprogrammed to deliver in the concurrent mode with the same settings and the deliveries on line a and b were restarted. A review of the history found the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4). Additional information from the user facility report: (B)(6).

Event description:
User facility mandatory medwatch rec'd stated: "right side channel of triple device alarm rang 'door open' (it was not) and lost all information on the two meds infusing - vasopressin and levophed. At one point, device changed from concurrent to piggyback mode and stopped running one of the pressors, dropping pt's blood pressure" upon further query, the following information was provided that indicated a delay in critical therapy following an alarm condition. On (B)(6) 2010, the pt had surgery for repair of an incarcerated hernia. The pt never regained full consciousness after surgery. The pt was on a CPAP a (continuous positive airway pressure) and was on comfort care with a do not resuscitate order. Post operatively, the pt required continuous deliveries of vasopressin and norepinephrine to maintain the pt's blood pressure (bp). On (B)(6) 2011 at 0416, line a was delivering norepinephrine 8mg/250ml, with a dose of 7 mcg/min, at a rate of 13.1ml/hr. Line b was programmed in the concurrent mode, to deliver vasopressin 20u/100ml, with a dose of 0.040 units/min and at a rate of 12ml/hr. At 0429, the device alarmed with n250 (door open while pumping). It was reported that while troubleshooting the alarm, the nurse inadvertently cleared the programmed settings. At 0438, the nurse reportedly reprogrammed the device using the previously programmed parameters. After an unspecified length of time, the pt's blood pressure monitor alarmed due to a decrease in blood pressure. At this time, the nurse noted the device was programmed in the piggyback mode instead of the intended concurrent mode resulting in only the vasopressin on line b to be delivered. Due to this programming error, the customer contact reported a 40 minutes delay in the norepinephrine therapy. The customer contact indicated the decrease in blood pressure was "transient" and no treatment was provided. At 0600, the device was reprogrammed in the concurrent mode and the deliveries were restarted. At an unspecified time, the device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated that on (B)(6) 2011 at an unspecified time, the pt reportedly stopped breathing and expired. The customer contact sated that the pt's death was due to the "pt's disease progression" and "not due to the device event." No autopsy was performed. Though requested, no additional information was provided.